Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump contained physical damage to the pump head door at the latch stop area this condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a pump head door at the latch stop area. To correct the condition, the pump head door at the latch stop area was replaced. If any additional information is received, a follow-up MDR will be sent.